Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to the patient's high defibrillation thresholds. Subsequently, this device was pulled from archives for further testing.